Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. Technical support informed the customer that alerts indicated charging difficulties and recommended using tandem charging supplies for at least 30 minutes to initiate charging. The customer was advised to monitor the situation and contact support if the problem persisted.